Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that when she was changing the reservoir a piece of plastic comes off and the reservoir was not able to lock in place when inserted into the insulin pump. The insulin pump also had a no delivery alarm which was a past event and was resolved by complete set change. The stickers were all missing, and there was some wear and tear where the battery cap was. They also mentioned that the battery was replaced nearly every week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.